Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a device manufacturer representative regarding a patient receiving clonidine, bupivacaine and morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient had a catheter revision on saturday ((B)(6) 2018). Soon after the pump replacement (see MFR report 3004209178-2018-03153), the patient noticed swelling around the pump pocket. During revision, the hcp noticed that there was drug in the pump pocket and they believed the sc connection was not properly seated so the drug seeped out into the pocket. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative on 2018-mar-15. It was reported that the cause of the connection not properly seated was not determined. The doctor looked at the connection and said that it was not flush. A pump segment revision was performed. No further complication was reported.